Manufacturer narrative:
(B)(4). As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays but received surgical notes for review. The device was received, the investigation is pending. Additional information has been requested and is currently not available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the targeting instrument for left plates of the ncb df-system has been broken causing 45 minutes of delay.

Manufacturer narrative:
DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: crack/fracture of the device event description: it was reported that the targeting instrument for left plates of the ncb df-system has been broken. Review of received data: - there are some x-rays available. The x-rays show the plate positioning. No relevant information regarding the targeting guide can be seen. No further statement needed. - the surgical report of the implantation of a ncb plate is available. The report describes that the plate was initially inserted too proximal and dorsal. Therefore, a correction was needed. While inserting the plate a crack was noted. In the x-ray review it is mentioned that the targeting guide was broken. Devices analysis: - visual examination: the targeting device has been returned for an investigation. The visual examination shows that one of the retainer jaw has been cracked. No other damages or deformations can be seen. Review of product documentation: - applicable surgical technique: it is important to attach the plate with both connection bolts on the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. If these instructions as in the surgical technique mentioned are followed, the applied force will be transferred only via the connection bolts, but not via the connection to the plate. Root cause analysis: root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance. => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic). => not possible -> no signs of corrosion visible. - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance. => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible, as it is not known if the user was familiar with the handling of the device and did not follow the surgical technique. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible, as it is not known if the user was familiar with the handling of the device and did not follow the surgical technique. - instrument breaks or deforms due to off-label / abnormal-use. => possible, as it is not known if the user was familiar with the handling of the device and did not follow the surgical technique. Conclusion summary: the targeting device has been returned for an investigation. One of the retainer jaw is cracked. The review of the DHR indicates that the instrument met all requirements to perform as intended. According to the surgical technique for the ncb femur system the plate should always be attached with both connection bolt to the targeting device, to ensure a secure connection and to avoid an overstrain of the retainer jaws. Like this the applied force will be transferred only via the connection bolts, but not via the connection to the plate. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.